Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that on (B)(6) 2016 she had discovered fluid was leaking from the bottom of the cycler cassette door during treatment. The patient removed the cassette and inside the cassette door area it was all wet and the patient confirmed that the cassette had a crack in it. The patient was traveling at the time of the event and the cassette along with the packaging had been discarded. The patient's cycler was replaced and the patient confirmed that she has been completing dialysis treatment through manual exchanges. Follow-up with the patient's clinic confirmed no adverse event had occurred.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that on (B)(6) 2016 she had discovered fluid was leaking from the bottom of the cycler cassette door during treatment. The patient removed the cassette and inside the cassette door area it was all wet and the patient confirmed that the cassette had a crack in it. The patient was traveling at the time of the event and the cassette along with the packaging had been discarded. The patient's cycler was replaced and the patient confirmed that she has been completing dialysis treatment through manual exchanges. Follow-up with the patient's clinic confirmed no adverse event had occurred.